Event description:
It was reported that the mobile app froze while the customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.